Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an abdominal hernia repair surgery in (B)(6) 2012 and hernia mesh was implanted. It was reported that the patient was admitted to the hospital in (B)(6) 2015 and a CT scan revealed that the mesh had adhered to the bowels. On (B)(6) 2015 she was found to be unconscious in her home and taken to the hospital. She was declared dead on (B)(6) 2015 and it was stated that the cause of death was ¿small intestinal constriction and ischemia due to fibrous abdominal adhesions associated with remote umbilical hernia repair.¿ no additional information was provided.